Manufacturer narrative:
Date is approximate with month/year validity . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient said "when I feel those flutters, sometimes my legs tingle." Additional information was received from the patient on (B)(6) 2021 they reported that they had gone to the health care professional (hcp) yesterday ((B)(6) 2021 as they were not able to void.